Manufacturer narrative:
Correction: section d unique identifier (UDI) #, medical device model # & section h imdrf annex a grid, imdrf annex g grid, imdrf annex c grid, imdrf annex d grid. A supplemental MDR was submitted to reflect the correct unique identifier (UDI) #, imdrf annex a grid, imdrf annex g grid, imdrf annex c grid, imdrf annex d grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the main drawer 3.2 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy half height (hh) drawer 5-1 was failed. A field service engineer (fse) verified that the pockets were not detected on bus. Then the fse checked the connections and the retractor bands and secured the latch catch. Then the fse removed moab (mother board) and cleaned tray and pockets contacts. Then tested in hardware test application (hta). Further the pharmacy (rx) recovered the pockets and verified operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the main drawer 3.2 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.